Manufacturer narrative:
Follow-up received on 11-jun-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Perforation questionnaire received on 01-jul-2015 from physician: patient was approximately (B)(6). Previous gynecological interventions, problems and procedures were denied. Her medical history included 3 pregnancies and 3 parities. Essure was inserted under general anesthesia. Cervical dilation was also done. Insertion was difficult because of a small uterus. Only one side was seen and one device was placed. The other side was not seen due to the perforation; unilateral perforation was seen at time of hysteroscopy (according to the physician the perforation occurred prior to essure insertion, likely during dilation). No other intra-abdominal structure was perforated. No symptoms were experienced by patient because of general anesthesia. After insertion, no imaging test was performed to confirm essure placement because patient declined; hsg (hysterosalpingogram) was not performed. Nexplanon was removed and patient used condoms and depo provera as back contraception (she received depo provera 3 months and then none). Essure was not removed from side that was placed. Patient recovered from perforation. According to the physician, condition was not caused by essure. Patient was not interested in placement of second essure. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had the essure (fallopian tube occlusion insert) placement procedure done, and a unilateral perforation was seen at the time of hysteroscopy. This event, regarded as uterine perforation, is serious due to hospitalization and listed for essure according to the reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. In this case, the uterine perforation occurred during essure insertion procedure. The perforation is, therefore, considered a complication of the insertion procedure. A causal relationship between essure insertion and the perforation can therefore not be excluded. This case was regarded as incident since the patient was hospitalized. Additionally, non-serious events were reported the product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6)-2015 which refers to a female patient of unspecified age who had the essure (fallopian tube occlusion insert) placement procedure done in (B)(6) 2015. The lot number used was c76452. Physician reported that the hysteroscope perforated the uterus of patient during the procedure to place essure. The essure sterile packaging had not yet been opened when the perforation occurred. Unilateral placement was achieved as the site of the perforation obscured the physician's ability to determine where the patient right osteum was. The patient was hospitalized, per surgery center protocol, for 23 hours for observation due to saline used to distend the uterus for the purpose of placing the essu internal correction on (B)(6) 2015 and ptc investigation result received on (B)(6) 2015. During internal review it was notified that the previously reported initial receipt date (B)(6) 2015 is incorrect. The correct initial receipt date of the case is (B)(6) 2015. Ptc global number (B)(4). Final assessment: this is a handling error by the physician, causing the perforation by the scope, not the essure device. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a usability issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and handling error. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had the essure (fallopian tube occlusion insert) placement procedure done, but the hysteroscope perforated the uterus during this procedure. This event is serious due to hospitalization and listed for essure according to the reference safety information. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. In this case, the uterine perforation occurred during essure insertion procedure. The perforation is, therefore, considered a complication of the insertion procedure. A causal relationship between essure insertion and the perforation can therefore not be excluded. This case was regarded as incident since the patient was hospitalized. Additionally, non-serious event was reported: unilateral placement was achieved (device insertion failed). The product technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.